Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
In 2009, (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessfull ring repair. However, it was learned that the event was not device related. The device has been disassociated from the event by the surgeon; therefore, it has been determined that this is no longer a reportable event.